Manufacturer narrative:
The reported product is not expected to be returned as this case is a literature review. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. (B)(6). The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care became aware of a published literature review by martin mowitz et al titled, ¿n, n-dimethylacrylamide ¿ a new sensitizer in the freestyle libre glucose sensor¿. The study noted that the ¿department of occupational and environmental dermatology in malmö, sweden¿ conducted a case study (case # 2680-03-7), where a patch-test was performed on 7 patients who had experienced skin reaction while wearing the freestyle libre sensor. The patients had experienced symptoms described as dryness, scaling, eczematous, dermatitis, oozing, and itching. It was determined that 6 of the 7 patients tested positive for iboa and dmaa and 1 patient tested positive for dmaa along. The patients had contact with the dermatologist and were prescribed hydrocortisone/corticosteroid for treatment. The study also noted medical devices that are attached to the skin contribute severe contact allergic reactions because the ingredients for adhesives are iboa and dmaa thus recommending patch-testing on these medical devices that are suspected contact allergic reactions. There was no report of death or permanent injury associated with this event.

Event description:
Abbott diabetes care became aware of a published literature review by martin mowitz et al titled, ¿n, n-dimethylacrylamide ¿ a new sensitizer in the freestyle libre glucose sensor¿. The study noted that the ¿department of occupational and environmental dermatology in malmö, sweden¿ conducted a case study (case (B)(4)), where a patch-test was performed on 7 patients who had experienced skin reaction while wearing the freestyle libre sensor. The patients had experienced symptoms described as dryness, scaling, eczematous, dermatitis, oozing, and itching. It was determined that (B)(4) of the (B)(4) patients tested positive for iboa and dmaa and 1 patient tested positive for dmaa along. The patients had contact with the dermatologist and were prescribed hydrocortisone/corticosteroid for treatment. The study also noted medical devices that are attached to the skin contribute severe contact allergic reactions because the ingredients for adhesives are iboa and dmaa thus recommending patch-testing on these medical devices that are suspected contact allergic reactions. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits.environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.